Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event due to blockage at site on (B)(6) 2025. The customer changed supplies as necessary and resumed insulin therapy. No further information available.